Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the camera doesn¿t take pictures and gives video system error displayed due to faulty cable. Also, the label on the rear of the device is faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the 4k autoclavable camera head was not taking pictures and gave video system error, the image does not appear. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
Corrected field: g2 (removed other; united states). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information provided by the user facility (refer to b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation determined the failure was caused by a faulty cable, which had caused a communication failure. During device evaluation, communication error 224 was observed. E224 errors are errors that occur when communication with the camera head fails. It is likely that the communication failure occurred due to cable failure, and e224 errors occurred because images were not temporarily displayed. However, the cause of the cable failure could not be determined. The instructions for use cautions the user on the handling of the device to prevent this type of failure: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was provided regarding this event. The intended therapeutic laparoscopic cholecystectomy procedure was completed by using a replacement device. There was no reported delay or patient harm associated with this event.